Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. The evaluation confirmed that there were signs of wear and tears in the distal cover of the insertion portion, the bending section and the angulation mechanism. The subject device was reprocessed and sent to a third party laboratory for microbiological testing. In the test, the subject device did not grow any microorganisms. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the channels of the subject device tested (B)(6) during a routine inspection. There was no infection report associated with this report.